Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a minimum intermittent fill notifications occurred after filling cartridges with 480 units of insulin. Customer's blood glucose (bg) level was above 500 mg/dl. Manual injections were administered to address elevated bg. Reportedly, customer reverted to manual injections for insulin therapy.